Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down and restarted unexpectedly during setup for surgery. The case was cancelled.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and confirmed the reported event. The power supply and the central processing unit (cpu) host module were replaced to resolve the customer reported event. The system was then tested and met all product specifications. The system was manufactured on june 19, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to nonconforming power supply and the central processing unit (cpu) host module. The manufacturer internal reference number is: (B)(4).